Manufacturer narrative:
Although no evaluation is possible, the sale rep indicated the incorrect handle was used which caused the t27 driver to break. Both the t27 set screw driver & the mating torque limiting handle are identified via an aqua band to provide a visual indicator as to the proper union. Surgical technique guide (lit-84666) provides an illustration as well as instructions for the final tightening process.

Event description:
The surgeon was using the driver to final tighten the set screw. The incorrect handle was used which did not limit the torque to 90in-lbs are required. Additional rotation of the set screw, due to the incorrect handle, caused the tip of the driver sheared off.